Manufacturer narrative:
H6: although a serious injury did occur a device malfunction is not suspected.

Event description:
Initial reported indicated that they had a patient implanted with the vns that "had a tentative of suicide." Good faith attempts are being made for additional information surrounding the event.